Event description:
On (B)(6) 2025, a patient (pt) in south korea reported a diagnosis of corneal ulcer (affected eye not provided) while using a 1-day acuvue® define¿ with lacreon® brand contact lens (cl). The pt is using ¿mokshistar¿ eyedrop ¿1 time every 2 hours.¿ the pt reported the issue began on (B)(6) 2025 and went to a hospital on monday, (B)(6) 2025. The pt has a follow-up visit next monday (date not provided). The pt is an experienced user of the acuvue product. On 16jun2025, the pt provided additional medical information. The pt advised the left eye (os) was diagnosed with a corneal ulcer with symptoms of sore eye and redness. The pt reported visits with an eye care professional (ecp) on (B)(6) 2025. The pt provided the medical report. On 17jun2025, a translation of the pt¿s medical report was provided. Diagnosis: corneal ulcer os. Detail: during the initial consultation on (B)(6) 2025, the pt ¿is currently taking oral medications as well as eye drops and ointments for the condition. As of now, the os corneal ulcer has not completely healed, and use of contact lenses is prohibited.¿ on (B)(6) 2025, calls were placed to the pt for additional medical information, but nothing additional was provided. This os corneal ulcer event will be reported as a worst-case as we were unable to determine the location of the corneal ulcer. It is also unknown if the corneal ulcer was infectious. A comprehensive review of the manufacturing records for this lot was conducted for lot number 4351810101, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.